Manufacturer narrative:
Results: load cell. Failed nut in lift motor assembly.

Event description:
It was reported by service report that the bed scale values were not accurate and the bed litter is drifting. No patient involvement or adverse consequences are reported.